Event description:
It was reported a pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. A left atrial appendage closure (laac) procedure was being performed and a versacross connect laac was selected for use. No pericardial effusion was noted prior to the procedure. After a prolonged attempt to obtain transseptal access, the patient became hypotensive. A tissue mass in the right atrium (ra) prevented adequate contact with septum. After numerous attempts to cross the septum, anesthesia noticed a slight drop in the patient blood pressure and a small effusion was noted posterior to apical. The physician decided to abort the procedure. Pericardiocentesis was performed to treat the effusion removing a small amount of blood. The patient blood pressure returned to normal without any intervention reported. The patient was discharged. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross rf wire will be submitted. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross rf wire will be submitted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. A left atrial appendage closure (laac) procedure was being performed and a versacross connect laac was selected for use. No pericardial effusion was noted prior to the procedure. After a prolonged attempt to obtain transseptal access, the patient became hypotensive. A tissue mass in the right atrium (ra) prevented adequate contact with septum. After numerous attempts to cross the septum, anesthesia noticed a slight drop in the patient blood pressure and a small effusion was noted posterior to apical. The physician decided to abort the procedure. Pericardiocentesis was performed to treat the effusion removing a small amount of blood. The patient blood pressure returned to normal without any intervention reported. The patient was discharged. The device is not expected to be returned for analysis. It was further reported that they were never able to get positioned on the septum. So, no radio frequency was ever delivered or crossing of the septum. Tee imaging was used by a cardiac anesthesiologist. Since the occurrence, the position was since rescheduled and received a watchman device. A second physician performed the procedure using ice imaging and was able to complete the case successfully with no complications.